Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated that they were in pool and they had red light. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned device for alleged exposure to moisture, and blank display found on september 10, 2022. The main arm cannot communicate with the motor arm appeared during the displacement test. Device failed the self test due to no vibration. The device failed the sleep current test. The device passed the active current test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device alarmed ahal software error detected during history on october 31, 2022 at 08:54:13.000 or 8:54:13 am as a possible hardware error (file number: 32149, line number: 202 esf # = n/a) esf # is not available. Device alarmed a the main arm cannot communicate with the motor arm on october 31, 2022 at 08:54:15.000 or 8:54:15 am as a consequence of hal software error detected. Device alarmed a low battery alert on september 08, 2022 at 09:46:00.000 or 9:46 am and was expected. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, vibrating motor, motor, lithium battery, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Exposure to moisture was confirmed found on electric board, motor, vibrating motor, lithium battery, and force sensor. Blank display was not confirmed. High sleep current measurement was confirmed due to moisture damage on electric board. Vibration anomaly was confirmed due to moisture damage on the vibrating motor. Hal software error detecte file number: 32149, line number: 202 esf # = n/a) was confirmed due to moisture damage on the motor and the electronic assembly. The main arm cannot communicate with the motor arm was confirmed as a consequence of hal software error detected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.